Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with ventricular under-sensing during a non-sustained ventricular tachycardia (vt) episode. Programming changes were made to restore normal parameters. There were no patient consequences.